Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not returned for evaluation; therefore, a device analysis could not be performed.

Event description:
It was reported that there was a y-type catheter extension set (sterile package) where "the cap disconnects very easily from the y-site." It is unknown where in the process this occurred. Patient involvement is unknown at this time. No injury or adverse event is reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). This device is not available for evaluation. A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. Should the device and/or any additional relevant information become available, a supplemental report will be submitted.